Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 05-jul-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a car accident, the patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and implantable neurostimulator 97715 intellis adaptivestim pain experienced a return of pain, lead migration, loss of therapy, stimulation in an undesired location, shock, high impedance (40,000 on contact 5), loss of stimulation, and stimulation in an incorrect location. The patient had been t-boned by another vehicle a week prior to the onset of these issues. Troubleshooting was performed, including attempts to reprogram around contacts; however, due to migration, stimulation was not felt in the desired areas. The issue is ongoing and no replacement products were required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
It was reported that the patient was in a car accident and reported a change in coverage. X-rays showed lead migration. The leads were replaced on (B)(6) 2026 and the issue was resolved. The leads were discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.